Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed four device were returned in the same packaging with no indication as to which device applied to which complaint. All of the anchors were returned in separate packaging with no indication as to which anchor went with which handheld device. All of the devices were returned outside of original packaging. What appears to be 3 proximal body anchors were received fractured. 1 proximal body anchor was received free of damage. 3 distal tip anchors and plugs were received damaged and detached from the handheld device. Three of the handheld devices were received without proximal body anchors, distal tip anchors, or plugs attached. One of the handheld devices received was missing the proximal body anchor. The device had the anchor plug attached with the distal tip anchor fractured from the device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation revealed all four devices could be actuated as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a large nodule fracture surgery, four healicoils failed. The first healicoil had the proximal anchor broke when it was inserted into the bone hole. The second healicoil had the proximal anchor broke when it was inserted into the same bone hole. The third healicoil had it when it was inserted into the another bone hole, after applying tension and floating of healicoil was tapped with a hammer, the distal anchor broke. The 4th healicoil had the proximal anchor broke when it was inserted into the same bone hole as the 3rd healicoil. A delay of one hour was reported and the procedure was finished changing the surgical technique.